Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician placed a bag valve mask on the patient to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing which included full functionality testing without duplicating the customer report. The smart pneumatic module was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.